Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would crash occasionally during follow-ups, and that the programmer would take a very long time when saving to portable document format (pdf). It was recommended that the programmer be returned for service but its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would crash occasionally during follow-ups, and that the programmer would take a very long time when saving to portable document format (pdf). The programmer passed functional testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.